Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The prestataire confirmed the patient experiencing hyperglycemia with diabetic ketoacidosis due to issues with the pod deactivating after a "shutdown" alarm.

Manufacturer narrative:
The received device had the cannula assembly deployed. The download data returned an 0x29 alarm, however, no timeouts or drive stall were noted. The pod was reset and rerun and was able to successfully complete a 5u bolus without any abnormalities. Fluid was able to pass through the fluid path with no signs of struggle, shelf mode current measured within specification, and inspection of the drive components found no abnormalities that would cause an alarm; a root cause for the alarm could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.